Event description:
Surgery to remove product; had mcghan textured saline implants in (B)(6) 2006, and by (B)(6)2016 I had started to have signs of bii and left breast lymphadenopathy. I had ultrasounds and lymph removed and sent for tests. FDA safety report ID# (B)(4).